Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received partially deployed. Investigation of the needle mechanism did not find any damages or abnormalities that could cause the cannula to not deploy. The downloaded data shows the device completed the priming sequences and delivered pulses until it was deactivated at pulse 1497. The needle mechanism was unable to be manually reset into its not deployed position using the lock-and-load fixture due to the damage observed on the slide retract. The damage observed to the slide retract did not cause any issues that could result in the cannula to not deploy. No damages or defects were observed that could cause the needle mechanism to not deploy the cannula. Blood was observed on the returned device. The cannula assembly was inspected and found the formed needle exposed beyond the needle well. It was discovered that the formed needle was not properly seated in the slide retract due to damages observed on the component, which prevents it from staying seated. Thus, the hard cannula was incorrectly installed in the slide retract, which resulted in an exposed formed needle. The exposed formed needle can be justified as the main cause for bleeding or bruising felt by the user. Further investigation of the cannula assembly found the formed needle bent on the exposed portion of the cannula. Additionally, the distal tip of the cannula was observed to be damaged. The damage did not prevent fluid from flowing down its intended fluid path via the cross drill. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.